Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Device was received with normal operating currents and no unexpected off no power or low battery alarm noted. Device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that he was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 831 mg/dl. Customer's blood glucose was 250 mg/dl at time of call. Customer was wearing the device at time of hospitalization. Customer mentioned the infusion set cannula was bent. Customer was unable to perform the high pressure test at time of call. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.